Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure the impactor was used to place the femoral component on the femur. During impaction, the pad broke. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the device exhibits signs of repeated use (nicked or gouged) and the pad is fractured. Dimensional evaluation states that the part conforms to the measurable print specifications. Sem analysis indicates that the impactor pad fracture surface artifacts are consistent with low cycle fatigue culminating in an overload fracture. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.